Event description:
It was reported that a patient presented with no capture and dislodgement on the atrial lead. The physician elected to explant and replace the atrial lead. The patient is recovering following the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification.